Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient experienced an overstimulation sensation which started in the (B)(6) months. The overstimulation sensation wakes her up at night and then it shuts down or feeling the stimulation high even while she was on the toilet. The setting seemed to be higher. It was confirmed that the adaptive stimulation was on, she has tried to set it lower, but the setting does not seem to hold. She did not like the device because the stimulation gets too high. The device was currently set at 7.50. It was noted that she lost 80lbs and she wondered if that has had an effect on the stimulation. She was getting stimulation where needed, but she never experienced having therapeutic effect. She was ¿still taking medicine because I¿m still in pain¿ even though she was getting stimulation in the right lower hip area. Additional information has been requested.